Event description:
The consumer alleged the head of the bed experienced a self-run. No injury reported. MFR - 3006697241-2013-00184.

Manufacturer narrative:
The consumer found the side rail control had a stuck head up button which was damaged from a wheel chair. No further information is available on the repair of the bed at this time.